Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00383. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting error code (backup alarm failed) was found in the diagnostic event log during service evaluation on a v60 ventilator. The device was not in clinical use when the error code was identified. It is unknown if the device was in use with the issue occurred. There was no report of harm. The pse replaced the central processing unit board as a preventive measure and avoid issue recurrence. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and noted no anomalies. The pil technician verified diagnostic code 1104 was logged in the device event log, however, was unable to reproduce the problem. The backup alarm sounded at low volume during testing. Event log confirmed error occurred at power on self-test (post).